Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the console generated fiber optic sensor failure and leak in iab circuit alarms. It was noted that the fiber optic malfunctioned. A new iab was used to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporteroccupation: non-healthcare professional / purchasing. Complete initial reporter name: (B)(6). Complete event site address: (B)(6). Event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was noted that after inserting the intra-aortic balloon (iab), the fiber optic malfunctioned. A new iab was used to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).